Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The occlusion test could not be performed due to the prime anomaly. The device was programmed with multiple boluses and basal rates for several days and all registered properly in the daily total history and also matched properly with the units left on the status screen. No basal anomaly, bolus delivery anomaly or daily total anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump may have a basal anomaly. The customer stated that his blood glucose level increased from 103 to 323 mg/dl while sleeping and the insulin pump might not be delivering insulin properly. The customer stated that he checked the daily totals and it seemed like it didn't match the basal and bolus history. The blood glucose value at the time of the call was 246 mg/dl. The customer was unable to troubleshoot. The insulin pump was replaced and returned for analysis.